Event description:
The patient underwent a right total implant revision for unknown reason.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
: If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-34701. This report, 1818910-2013-32895, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-34701.

Manufacturer narrative:
Part and lot information received. This product is not sold in the u.s. Depuy considers the investigation closed at this time.